Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unexpected cgm app shut-off occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.